Event description:
It is reported that the needle hub is stuck in the customer's serter. The patient's blood glucose level was 187 mg/dl at the time of the call. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the serter needed to be replaced. The customer was sent a new sensor as well as a serter. The customer sent the product back for analysis. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Complaint was against serter, customer returned 4 needles separated from sensors.